Manufacturer narrative:
Investigation summary this complaint is for misidentification of staphylococci when using phoenix panel pid (catalog number 448008) batch numbers 4072152 and 4121406. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The customer provided phoenix lab reports show an isolate identified as staphylococcus aureus, staphylococcus epidermidis, and staphylococcus lugdenensis when using complaint batches 4072152 and 4121406. To investigate, retention panels from the complaint batches were tested using in house and qc isolates s. Aureus a43300 and s. Saprophyticus pos 432 on a phoenix m50 machine and evaluated for identification results. Additionally, control panels from the same material but different batch were inoculated with qc isolates s. Aureus a29213 and s. Saprophyticus pos 432 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolate correctly, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd phoenix¿ pid, a patient sample was incorrectly identified. There was no report of patient impact.